Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no further patient information was provided. Cardioquip's utilized images provided by the customer to determine that the power plug was nonfunctional, resulting in the loss of power experienced by the customer.

Event description:
Customer reports device will not turn on.